Manufacturer narrative:
The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a followup report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter. The serial number is unknown. The initial meter result was "hi". The patient was tested 4 minutes later with the same meter and the result was 130 mg/dl. The exact date the results occurred was unknown. The estimated date of event is (B)(6) 2022.